Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles, lung and kidney problems, headache and sinus infection . There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal investigation showed that there were no evidence of foam degradation associated to this allegation. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device. The manufacturer concludes that there were no signs of sound abatement foam degradation. Section d8, d9, g3, h6 has been updated/corrected.

Manufacturer narrative:
In section h6 health effect - clinical code missed to capture in previous reports, it has been updated or corrected in this report.